Event description:
Device is intermittently turning off. On patients.

Manufacturer narrative:
Attempts to acquire the required pt information and the evaluation of the device are ongoing. Welch allyn will update this report when it has acquired this information.